Manufacturer narrative:
(B)(4). The post market quality assurance laboratory will analyze the device when it is returned. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurement greater than 2,000 ohms. It was reported that the rv pacing lead impedance measurements had been trending up. Subsequently, the lead was surgically abandoned and replaced. The device was replaced due to normal battery depletion (nbd). The lead was not tested with a pacing system analyzer (psa). No additional adverse patient effects were reported.